Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's spouse reported that the patient faced high blood glucose level of approximately 500 mg/dl and ended up going to hospital on 16/mar/2024. The length of hospitalization was two and half days. The patient received IV insulin drip (intravenous insulin infusion) as corrective treatment. Current blood glucose value was 132 mg/dl. The patient tested for ketones. No further information available.